Event description:
A 2.5 mm x 8 mm micro driver mx2 coronary stent was successfully implanted into the circumflex artery. The lesion morphology is unk. It was reported that the physician was attempting to advance the stent through a previously deployed stent. It was reported upon removal of the delivery catheter, the balloon became stuck on another manufacturer's bare metal stent approximately 1/3rd in the circumflex artery and 2/3rd in the obtuse marginal artery. The physician inflated and deflated the balloon several time trying to free the balloon/catheter from another manufacturer's bare metal stent, however, the physician was unable to remove the balloon/catheter from circumflex artery. The physician pulled the delivery catheter out with extreme force; the delivery catheter came out of the pt. But, the proximal portion of the delivery catheter remained in the pt in the obtuse marginal artery. Both the distal part of the balloon and the delivery system was sheered off together. The physician consulted with surgery and determined that they would not be able to reach the balloon via surgery. Another manufacturer's balloon was used to crush the distal portion of the catheter into the intima. At this point, the pt is fine and the arteries have good perfusion. The pt has been discharged and has gone home. The delivery system was returned and the device analysis is pending.